Event description:
It was reported that pump screen was completely dark even though pump continued to deliver insulin, and display problem affected customer ability to read and interact with pump. There was no adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.